Event description:
It was reported by the coroners office that the pt was declared dead in 2002, resulting from a "cut" involving a 14f x 28cm ash split catheter. The catheter is in the possession of the county crime lab who is attempting to determine the cause of the "cut".